Event description:
It was reported via repair work order that the loop lock on the oxygen bottle holder strap was broken. This could potentially cause the component to not hold an oxygen bottle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.